Event description:
A customer reported a cartridge alarm issue with their insulin pump, which was causing recurrent alarms with consecutive cartridges. There was no adverse impact on the customer's blood glucose level due to this problem. Technical support (cts) decided to replace the pump as a corrective action. The customer, who currently uses their pump without the fsl2+ sensors, acknowledged receiving instructions to prepare the faulty pump for return and understood they would need to program their settings and connect their continuous glucose monitor (cgm) to the replacement pump upon its arrival. The customer was informed about the upcoming software updates available for the new pump, and arrangements were made for the replacement pump delivery without the need for a signature.